Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check the cardiosave intra-aortic balloon pump (iabp) unit had a damaged doppler head that fell off. It is unknown if there was any patient involvement.

Event description:
It was reported that during pre use check the cardiosave intra-aortic balloon pump (iabp) unit had a damaged doppler head that fell off. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue and was able to reproduce the issue. The doppler needs to be replaced and a quote was provided for the doppler. The customer decided not to proceed with the repair as this doesn't impact their clinical and daily operations. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.